Event description:
Datex ohmeda desflurane cassette overfills causing a leak of anesthetic agent to be inhaled by anesthesiologist and nursing staff in the immediate area. Also, possibly contributing to the damage of internal electronics within the anesthesia unit.